Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2806 showed three other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that after the catheter pumped out fluorouracil, blue impurities were found inside the extension tubing. The impurities looked similarly with the catheter in appearance and color. No other information was provided.